Manufacturer narrative:
The operating system for the rosa device is run from a windows operated pc. It is normal system behavior for pcs to go into recovery mode following improper device shutdowns and to display system recovery messages. Improper shutdown can affect the system's performance. Frequent hard shutdown may trigger data/os corruption and other software issues, such as causing total failure of the hard disk. On this occasion after performing the recovery procedure, it was confirmed that the computer was working correctly. (B)(4). One hour delay was reported.

Event description:
It was reported that there were several device pc performances issues during a surgery.